Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 2.50 x 12mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. The most distal stent strut row was damaged; struts were lifted from the stent profile. The remaining undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 214mm distal from distal end of the strain relief and multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion identified no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and non-calcified obtuse marginal branch in the left circumflex artery. After engaging a guide catheter, intravascular ultrasound (ivus) was performed, followed by pre-dilatation with slight resistance during delivery. After that, a non-bsc stent was advanced but strong resistance was encountered that the device could not be advanced even with a non-bsc guide extension catheter. A 2.50 x 12 synergy¿ drug-eluting stent was then advanced to the lesion. Moreover, same resistance was encountered and when the physician rotated the shaft while advancing, the shaft broke at about 20cm from the hub. The device was completely removed and an ivus was again performed which revealed that there had been an unknown stent implanted in the left main trunk artery that prevented the devices from advancing further. After removing the non-bsc guide extension catheter, a 2.5 x 12 synergy stent was successfully implanted in the lesion and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and non-calcified obtuse marginal branch in the left circumflex artery. After engaging a guide catheter, intravascular ultrasound (ivus) was performed, followed by pre-dilatation with slight resistance during delivery. After that, a non-bsc stent was advanced but strong resistance was encountered that the device could not be advanced even with a non-bsc guide extension catheter. A 2.50 x 12 synergy drug-eluting stent was then advanced to the lesion. Moreover, same resistance was encountered and when the physician rotated the shaft while advancing, the shaft broke at about 20cm from the hub. The device was completely removed and an ivus was again performed which revealed that there had been an unknown stent implanted in the left main trunk artery that prevented the devices from advancing further. After removing the non-bsc guide extension catheter, a 2.5 x 12 synergy stent was successfully implanted in the lesion and the procedure was completed. No patient complications were reported and the patient's status was stable.